Event description:
During index procedure one endeavor drug-eluting stent was successfully deployed at rca. Approximately 18.5 months post index procedure, patient expired due to subarachnoid haemorrhage. Investigator indicated that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
Patient was an ex-smoker.the drug-eluting stent implanted was an endeavor sprint and not an endeavor as initially reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.